Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Continuation of concomitant products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient¿s follow-up visit a right ventricular (rv) lead integrity warning was observed. High rate no n-sustained episodes on the rv lead were observed. The rv lead remains in use. Additionally, it was reported that there was crosstalk on the atrial lead. The atrial lead was programmed off. No patient complications have been reported as a result of this event.